Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a shock was not delivered while using internal paddles during device testing. There was no patient involvement.